Event description:
It was reported that the patient found deceased at home. The cause is unknown. Upon review of the patient's log files, the patient seems to have depleted all batteries including the backup battery on (B)(6) 2021. The pump and controller appear to shut off on (B)(6) 2021 at 4:14 am. The clock invalid alarms seen were the result of the loss all power event. Upon further review of the patient's log file, the patient had low voltage advisory alarms on (B)(6) 2021 at 8:30 am as well as power cable disconnects at 8:31 am. The patient also had another low voltage advisory on (B)(6) 2021 at 0521 and then a low voltage advisory with power cable disconnects at 0723. The patient had a power cable disconnect on (B)(6) 2021. The event log appears to show appropriate low voltage advisories and low battery hazard events as well as backup battery usage. These alarms were active on (B)(6) 2021 from 12:34am until 4:14am. The system lost all power at approximately 4:14am on (B)(6) 2021. The patient primarily used battery power and did not connect to the mobile power unit in the log file and had a history of sleeping on batteries.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Furthermore, analysis of the log files provided by the account confirmed a complete loss of power to the system controller resulting in a clock reset. This event appeared consistent with full depletion of the external and backup batteries, which ultimately caused a pump stoppage. The controller event log file contained approximately 248 events data from 21:53:41 on (B)(6) 2021 through 4:14:11 on (B)(6) 2021. This data range was followed by another 8 events dated (B)(6) 2000. The inaccurate date was consistent with a total loss of power to the system controller and reset of the timestamp to the default (B)(6) 2000, per design, and corresponded with clock invalid controller fault flags and controller clock corrupt alarms. The file captured the system consistently operating on battery power. Low power advisory alarms became active at 0:34:36 on (B)(6) 2021, due to the patient using the 14v li-ion batteries below the advisory voltage threshold. These alarms were followed by low power hazard alarms at 1:56:15 on (B)(6) 2021 when the batteries fell below the hazard voltage threshold. Full depletion of the 14v li-ion batteries was captured at 2:09:08 on (B)(6) 2021, as evidenced by an active no external power alarm. At this time, the 11v backup battery became active; however, the backup battery also appeared to have fully depleted, resulting in a pump stop at 4:14:07 on (B)(6) 2021. Following the last known timestamp of 4:14:11 on (B)(6) 2021, a controller reset was captured. This corresponded with the date and time being reset to the default timestamp of (B)(6) 2000 0:00:000, indicating a complete loss of external power to the system controller. Following the reset, the system controller was reconnected to the power module. The amount of time the patient¿s pump was off could not be determined through this evaluation as the clock was not reset for the remainder of the file. Despite the observed events, the pump appeared to function as intended at the set speed. The account reported that the patient was found deceased at home and the cause of death was unknown. The account also noted that the patient had a history of sleeping on batteries. It was reported that no autopsy was performed and heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The heartmate 3 lvas IFU, rev. C is currently available. Section 1, ¿introduction¿, lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3, ¿powering the system¿, and section 6, ¿patient care and management¿, warn that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep, including switching to the power module or mobile power unit. This section further states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Additionally, section 7, ¿alarms and troubleshooting¿, details all system controller alarms, including the low battery advisory and low battery hazard, and how to resolve them. The heartmate 3 lvas patient handbook, rev. C, is also currently available. The patient handbook contains the same warnings and steps the patient should take when going to sleep in section 2, ¿how your pump works¿ (under ¿system controller power cable connectors¿), section 3, ¿powering the system¿ (under ¿when to connect to the mobile power unit¿), and section 4, ¿living with the heartmate 3¿ (under ¿sleeping¿). Section 5, ¿alarms and troubleshooting¿, details all system controller alarms, including the low battery advisory and low battery hazard, and how to resolve them. Section 3, ¿powering the system¿, details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.